Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was stress urinary incontinence, uterine prolapse, cystocele and rectocele. The procedures performed was total vaginal hysterectomy, anterior and posterior colporrhaphy and tvt sling.